Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing one consecutive charge time greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q2 2010 product performance report.

Manufacturer narrative:
A new device was successfully implanted. To date, the device has not been returned. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator that was implanted on (B)(6) 2005 was explanted and replaced due to an extended charge time. Premature battery depletion was suspected. In addition, this device was included in the shortened replacement window field advisory. The explanted device was returned for analysis. No adverse patient effects were reported.